Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("shattering of the essure device") in a female patient who had essure inserted (lot no: 12267881) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of palpitation, general pruritus, myomectomy, lumbosciatalgia, buttock pain, tingling sensation, low back pain, appendectomy (at 13 years age), menstrual migraine and uterine cervical pain. Concurrent conditions were listed as joint pain, dermatitis, uterovaginal prolapse, cystitis, inguinal hernia, abdominal pain, headache, tachycardia, insomnia, burning sensation, genital prolapse, joint pain, ulceration mouth, metrorrhagia, night sweat, sleep disturbance, amenorrhea, menses irregular, herpes labialis, alopecia and lupus erythematosus. On (B)(6) 2005, the patient had essure inserted..on unknown date she experienced device breakage (seriousness criterion intervention required), alopecia ("alopecia"), aphthous ulcer ("aphtha in the oral cavity"), oral mucosal blistering (" blisters in the oral cavity"), blister ("blisters on back & abdomen"), arthralgia ("persistent joint and muscle pain"), migraine ("migraine"), a first episode of nausea ("nausea"), sleep disorder ("sleep disturbance"), limb discomfort ("leg problems"), insomnia ("insomnia"), tachycardia ("tachycardia"), headache ("headache"), a second episode of nausea ("nausea") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with tranex (tranexamic acid) as well as surgery (bilateral salpingectomy & hysterectomy, cystorrhaphy). Essure was removed on (B)(6) 2019 at the time of the report, the outcome of aphthous ulcer was unknown. The reporter considered alopecia, anxiety, aphthous ulcer, arthralgia, blister, device breakage, headache, insomnia, limb discomfort, migraine, the first episode of nausea, the second episode of nausea, oral mucosal blistering, sleep disorder, tachycardia and weight increased to be related to essure administration. The reporter commented: all the symptoms previously suffered progressively regress or disappear only in 2021, thus giving her the certainty of their causal derivation from the device. To date, some of them still remain. Discrepancy noted in essure removal date: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2005: endometrial fibrogranular polyps with simple hyperplasia [gynaecological examination] (date unknown): uterus ulstered due to presence of numerous typical looking myoma nodes , some of which are calcified with diameter upto 35 mm [magnetic resonance imaging] on (B)(6) 2000: right lumbosciatica was diagnosed [pathology test] (date unknown): tubes within limit. Multiple fasciolated leiomyomas of the usual type [ultrasound scan] on (B)(6) 2001: endocolecystic calculi; (date unknown): linear endometrium , intrauterine devices in place. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: medical record received. Lot number added. Medical history, concomitant drugs are added. Lab data including surgical pathology report added. Reporter causality comment updated. New reporter (lawyer) & hcp added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("shattering of the essure device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required), alopecia ("alopecia"), aphthous ulcer ("aphtha in the oral cavity"), oral mucosal blistering (" blisters in the oral cavity"), blister ("blisters on back & abdomen"), arthralgia ("persistent joint and muscle pain"), migraine ("migraine"), a first episode of nausea ("nausea"), sleep disorder ("sleep disturbance"), limb discomfort ("leg problems"), insomnia ("insomnia"), tachycardia ("tachycardia"), headache ("headache"), a second episode of nausea ("nausea") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcome of aphthous ulcer was unknown. The reporter considered alopecia, anxiety, aphthous ulcer, arthralgia, blister, device breakage, headache, insomnia, limb discomfort, migraine, the first episode of nausea, the second episode of nausea, oral mucosal blistering, sleep disorder, tachycardia and weight increased to be related to essure administration. The reporter commented: all the symptoms previously suffered progressively regress or disappear only in 2021, thus giving her the certainty of their causal derivation from the device. To date, some of them still remain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("shattering of the essure device") in a female patient who had essure inserted (lot no. 12267881-not valid) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of palpitation, general pruritus, myomectomy, lumbosciatalgia, buttock pain, tingling sensation, low back pain, appendectomy (at 13 years age), menstrual migraine and uterine cervical pain. Concurrent conditions were listed as joint pain, dermatitis, uterovaginal prolapse, cystitis, inguinal hernia, abdominal pain, headache, tachycardia, insomnia, burning sensation, genital prolapse, joint pain, ulceration mouth, metrorrhagia, night sweat, sleep disturbance, amenorrhea, menses irregular, herpes labialis, alopecia and lupus erythematosus. On (B)(6) 2005, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required), alopecia ("alopecia"), aphthous ulcer ("aphtha in the oral cavity"), oral mucosal blistering (" blisters in the oral cavity"), blister ("blisters on back & abdomen"), arthralgia ("persistent joint and muscle pain"), migraine ("migraine"), a first episode of nausea ("nausea"), sleep disorder ("sleep disturbance"), limb discomfort ("leg problems"), insomnia ("insomnia"), tachycardia ("tachycardia"), headache ("headache"), a second episode of nausea ("nausea") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with tranex (tranexamic acid) as well as surgery (bilateral salpingectomy & hysterectomy, cystorrhaphy,). Essure was removed on (B)(6) 2019. At the time of the report, the outcome of aphthous ulcer was unknown. The reporter considered alopecia, anxiety, aphthous ulcer, arthralgia, blister, device breakage, headache, insomnia, limb discomfort, migraine, the first episode of nausea, the second episode of nausea, oral mucosal blistering, sleep disorder, tachycardia and weight increased to be related to essure administration. The reporter commented: all the symptoms previously suffered progressively regress or disappear only in 2021, thus giving her the certainty of their causal derivation from the device. To date, some of them still remain. Discrepancy noted in essure removal date: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] on (B)(6) 2005: endometrial fibrogranular polyps with simple hyperplasia [gynaecological examination] (date unknown): uterus ulstered due to presence of numerous typical looking myoma nodes , some of which are calcified with diameter upto 35 mm. [Magnetic resonance imaging] on (B)(6) 2000: right lumbosciatica was diagnosed [pathology test] (date unknown): tubes within limit. Multiple fasciolated leiomyomas of the usual type [ultrasound scan] on (B)(6) 2001: endocolecystic calculi; (date unknown): linear endometrium , intrauterine devices in place. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of product technical complaint. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("shattering of the essure device") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2005, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced device breakage (seriousness criterion intervention required), alopecia ("alopecia"), aphthous ulcer ("aphtha in the oral cavity"), oral mucosal blistering (" blisters in the oral cavity"), blister ("blisters on back & abdomen"), arthralgia ("persistent joint and muscle pain"), migraine ("migraine"), a first episode of nausea ("nausea"), sleep disorder ("sleep disturbance"), limb discomfort ("leg problems"), insomnia ("insomnia"), tachycardia ("tachycardia"), headache ("headache"), a second episode of nausea ("nausea") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy & hysterectomy). At the time of the report, the outcome of aphthous ulcer was unknown. The reporter considered alopecia, anxiety, aphthous ulcer, arthralgia, blister, device breakage, headache, insomnia, limb discomfort, migraine, the first episode of nausea, the second episode of nausea, oral mucosal blistering, sleep disorder, tachycardia and weight increased to be related to essure administration. The reporter commented: all the symptoms previously suffered progressively regress or disappear only in 2021, thus giving her the certainty of their causal derivation from the device. To date, some of them still remain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.